Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Pfs allege anemia. After review of medical records, patient was revised to address aseptic loosening, right hip acetabular component, anemia secondary to surgical blood loss. Revision notes reported estimated blood loss of approximately 150 milliliters.

Event description:
Patient was revised to address loose cup. Update: (B)(6) 2011 - litigation papers allege the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from patient's acetabulum, caused severe pain, and inhibited patient's ability to walk, requiring patient to undergo revision surgery.